Manufacturer narrative:
No product has been returned for evaluation as no revision procedure has been conducted. A review of the x-rays provided confirm the reported event. Labeling review: "...important: prior to locking bone screws into the plate, ensure that all bone screws are inserted (driven) 75% into bone prior to final tightening. Failure to do so may reduce the chance of properly locking the bone screw into the plate construct post-operative warnings: "...during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques..."

Event description:
Received information stating patient was experiencing a screw back out 11 weeks postoperative. At this time there is no revision procedure scheduled nor patient injury reported.

Manufacturer narrative:
Received new information that indicates patient underwent a revision procedure two to three weeks post-operative where screw was re-locked down. No product has been returned for investigation as it remained in-situ.

Manufacturer narrative:
Received new information that indicates patient underwent a revision procedure two to three weeks post-operative where screw was re-locked down. No product has been returned for investigation as it remained in-situ.